Manufacturer narrative:
(B)(4). This report has been identified as b braun (B)(4). The device is currently shipping from the customer to b braun (B)(4) for investigation. A f/u report will be provided when the investigation results become available.

Event description:
(B)(4).